Manufacturer narrative:
This supplemental report is to inform that, upon further review, this is not a reportable malfunction. The initial medwatch reported that the connecting tube was cracked where it connected to the clamp. Upon further investigation the customer confirmed that the connectors could still be attached to the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported that the connecting tube was cracked where it connected to the clamp. The tube set came with the original purchase or install of the endoscope reprocessor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.